Event description:
It was reported that this right ventricular lead exhibited oversensing of atrial fibrillation. Reprograming options and further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that this right ventricular lead exhibited oversensing of atrial fibrillation. Reprograming options and further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.